Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced event of infusion set tubing leaking near the connector/cannula housing area on (B)(6) 2024. The infusion set had been used for 24 hours. The blood glucose level was 255 mg/dl at the time of event. No further information was available.